Manufacturer narrative:
The complaint states spring came loose and fell out- this occurred before use on patient. One of the instruments was found missing the spring after sterilization so it wasn't involved with patient. Looks like it may have broke during cleaning process. Instruments are part of the hospital consigned instruments. No product was returned to confirm the complaint. However this failure mode has been seen previously. In february/march 2015 (B)(4) was carried out and based on this review there are no design improvements suggested that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. No further actions are identified. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Spring came loose and fell out - this occurred before use on patient.